Event description:
Revision due to fracture of the stem.

Manufacturer narrative:
Exam of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The root cause for apparent micromotion of the proximal region of the stem appears to be related to inadequate fixation of the stem in the pt's femur due to inadequate bone support. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.